Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field safety engineer (fse) inspected the system onsite and confirmed that all geometry movements were unavailable because of the issue in geometry module. Review of system log file confirmed that the issue with geometry module which switch off the geometry. The engineer replaced the geometry module and returned the device to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movement is no longer available. The philips field service engineer performed a diagnostic to the geo module and several functions failed. The geo module will be replaced. Philips has started an investigation of the complaint.